Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for lot 30064660 was reviewed and the product was produced according to product specifications. All information reasonably known as of 07 apr 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).

Event description:
It was reported that the catheter was kinked and after use, "possibly caused some bleeding in the patient." The device was used for two hours before being replaced at 1am on (B)(6) 2021, and the patient improved over the course of the shift and by 8pm on (B)(6) 2021, he "was much better with only minimally blood stained sputum." It was further reported by the nurse that "the patient only had saline nebs and to treat it and I switched him down to a smaller 12fr catheter to help minimize irritation to his airway for the time being. The main treatment was just spotting that the catheter was the problem and removing it." No further information provided.